Event description:
Iupc - internal uterine pressure monitor in use, cable connection on the machine started smoking, making noise and staff smelled burning. This happened at the machine and did not reach the patient. Patient removed from the room and machine was taken to bio med. Manufacturer response for intra uterine pressure catheter, coro metrics - 250cx (per site reporter). This is a brand new piece of equipment; manufacturer requested the device be returned to them. No status information available at this time.